Event description:
Dr. Suspended the use of the navigation system alleging inaccurate values. Dr. Continued using the microdebrider without navigation and penetrated the dura. Second doctor was brought in to repair dura. Prognosis for patient recovery was described as good. Repeated attempts on obtaining patient info up to date of this filing were not successful.

Manufacturer narrative:
Company rep did complete check of navigation system and tools and found no issue with system. Multiple attempts to obtain patient info were not successful up to the time of sending this report. If further info becomes available an update report will be submitted.